Event description:
It was reported the procedure was being performed on a (B)(6) yr/old caucasian male flown from the scene of a motor vehicle crash. Unrestrained driver of a semi-truck that rear ended another loaded semi-truck presumed at highway speeds on an interstate. Cab of truck completely demolished - extensive front end intrusion. The patient was trapped by dash/steering wheel. Multi-system trauma including large scalp avulsion with facial deformity, large right knee laceration and right leg deformity, bleeding from airway, and altered loc. The patient was combative on scene and was fighting extrication and IV attempts. Intraosseous access was obtained to left proximal tibia by ground ems crew on scene. The patient was immobilized onto long spine board. The flight crew rsi'd (rapid sequence intubation) the patient using io the access. Peripheral IV access was obtained en-route to the hospital. Airway was secured. The patient was flown to level ii trauma center. A central line was initiated in the emergency department and the patient was sent to CT for evaluation of multiple injuries. An air emboli was found in the left femoral vein. The physician accessed the left femoral vein with a needle and syringe and aspirated. Upon repeat CT after aspiration of femoral vein, the air emboli was not present in the femoral vein. The patient has had no complications related to the initial presence of the air embolus. Potential source for introduction of air is unknown. They do not know if there was a delay in treatment and there was no patient death reported. Follow up information states our medical director spoke with the trauma surgeon at the hospital regarding the event. He feels that most likely, the left femoral vein air emboli was caused by the paramedics forgetting to properly prime the ez-connect and IV tubing after proper io insertion. The trauma surgeon also stated he did not believe there was any product failure or harm caused to the patient by the ez-io.

Manufacturer narrative:
(B)(4). Sample will not be returned.